Event description:
According to the information received, after release from the delivery cable an 18mm amplatzer septal occluder (aso) embolized into a patients aorta. The aso was removed in another procedure and a snare was used to percutaneously retrieve the aso. The patient was reported to be stable but will require surgery to have the defect repaired.

Manufacturer narrative:
The amplatzer septal occluder (aso) associated with this event was not returned to sjm for analysis. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Sjm requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of our investigation are inconclusive and the cause of the embolization remains unknown. Not returned to manufacturer.